Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance and noisy signals. Technical services (ts) advised troubleshooting actions and potential resolutions. The health care professional (hcp) is to decide what they want to do after a patient follow-up. The lead remains in use. No adverse patient effects were reported.